Event description:
It was reported that an alert for non-sustained right ventricular oversensing episode was observed through remote transmission. The patient was asymptomatic. Lead noise was not confirmed during review of records. The patient had a bigeminal rhythm that was competing with the programmed base pacing rate. This caused a mismatch between the near-field and far-field sensing vectors that triggered a non-sustained right ventricular oversensing alert.

Manufacturer narrative:
(B)(4).